Event description:
A report was received that the patient had drainage due to the pocket site that was not adequately closed during the implant procedure. There was a small opening at the corner of the pocket incision site. The patient underwent a procedure to close the incision, during the procedure, the physician noticed a hematoma under the ipg. The physician performed an I&d procedure and closed the incision site.